Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the urethral catheter came out of the patient with a ruptured balloon on (B)(6) 2019 at 02:25. The patient was re-indwelled, and the ureteral catheter came out of the patient again with a ruptured balloon on (B)(6) at 04:10. The patient allegedly had increased pain. There were no missing pieces of the balloon. The patient underwent double-j removal under right ureteroscopy on the morning of (B)(6) 2019, after which a triple-lumen urethral catheter was indwelled.